Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, after the first year, developed contralateral leg shortening and began experiencing pain, a limp, and problems walking. The patient was prescribed physical therapy, and the outcome is pending.

Manufacturer narrative:
(B)(4). D10: 30103606, g7 vit e neutral lnr 36mm f 65454459. 650-0661, delta ceramic fem hd 36/0mm 3115228. 010000665, g7 pps ltd acet shell 56f 7248896. G2: foreign: netherlands. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: mild pain and limb-length equal.; 1 year; moderate pain and problems walking about; cane use all the time, moderate limp, left leg short 1cm. Slight pain, moderate problems walking about, cane use only for long walks, moderate limp. Left leg short 0.5cm. Pain in right hip. Leg length difference 13mm. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h4.

Event description:
No additional event information to report at this time.